Event description:
Device report from synthes reports an event in the USA as follows: it was reported that the patient was operated on (B)(6) 2021. They had a wright medical wedge and a synthes cci staple 15 mm placed for a lateral lengthening or evans osteotomy. The patient appeared to not heal and broke the cci. They revised the non union site with pliafx, and new 4 leg cci. Part numbers involved in the definitive surgery. Surgery was completed successfully. No fragments left in patient. I might have the broken part for return I¿m checking. This complaint involves one(1) device elite comp impl kit 15x15x15 2 legs.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.